Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.

Manufacturer narrative:
Follow-up # 1 ¿ (02/21/2015). The patient¿s meter and test strips have been returned on 2/6/2015 and 2/17/2015, respectively, and evaluated by lifescan product analysis on 2/10/2015 and 2/17/2015, respectively, with the following findings:the meter passed all testing with no faults found. The reported issue could not be confirmed. The test strips were also tested and the primary complaint was not confirmed. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.

Event description:
On (B)(6) 2015, the lay user/patient contacted lifescan (lfs) USA, alleging that her onetouch ultramini meter would not power on. The complaint was classified based on the customer service representative (csr) documentation. The patient reported that the alleged power issue began on (B)(6) 2015 at 8:30am. The patient informed the csr that she manages her diabetes with oral medication, diet and exercise and claimed she exercised in response to the alleged meter issue. The patient reported developing symptom of feeling ¿sweaty¿ immediately after the alleged issue began. At the onset of her symptom, the patient reported treating herself with food and/or drink. The patient claimed no other blood glucose tests were performed on any other device. At the time of troubleshooting, the csr noted that the subject meter was not being used for the first time and that there was no indication of misuse of the device. The csr documented that the correct test strips were being used for testing. The csr confirmed the meter powered on successfully with the power button and when a test strip was inserted. Replacement products were sent to the patient. This complaint is being reported because, the patient reportedly developed a symptom suggestive of severe hypoglycemia after the alleged power issue began.